Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one patient that repeats normal on siemens atellica. The patient is currently taking synthroid. The following results were provided: results from (B)(6) alinity = 6.8 mmol/l, repeat on atellica = 4.1 mmol/l there was no impact to patient management.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one patient that repeats normal on siemens atellica. The patient is currently taking synthroid. The following results were provided: results from (B)(6): alinity = 6.8 mmol/l, repeat on atellica = 4.1 mmol/l there was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, ticket trending review, labeling review, and device history review. Return testing was not completed as returns were not available. Ticket and trending review did not identify an increase in complaints or trends related to the issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the alinity c-series ict reference solution, lot 03046un24.